Event description:
5/23/97-10:40 pm, resident vomited x2 yellow/green emesis with small amount of food. Eccymotic area rt shin and small scratch below rt knee. Unknown cause. 5/24/97: rt leg swollen (6" x 4" bruised area). Blisters on bruised area. X-ray rt leg done. Showed fx. Of right proximal tibia and fibula. Immobilizer applied. 5/25/97 crying out when repositioned. 5/26/97 x-rays: fx lt femur. Bedrest continued. Immobilizer to both legs. I.v. Started. 11:15 p.m. Resident expired. 5/29/97 staff stated while transferring w/2 resident had fallen out of hoyer lift on 5/23/97 while putting resident back to bed. Both cna's transferred resident off floor back to bed manually.